Manufacturer narrative:
A product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Scratch was not observed until after implanted. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure the scratch on the lens was discovered as it was unfolded inside the patient¿s eye. The surgeon initially believed it was a handling error during lens loading. The scratch was located far out at the edge of the lens, therefore it decided to leave it in place. There are three medical device reports associated with this complaint. This is 1 of 3. Additional information was received indicating that the patient did not have any follow-up with the facility.